Event description:
The customer's spouse reported via phone call that he had to change the insulin pump's battery frequently. The customer had a high blood glucose level two mornings in a row. His blood glucose level was over 400 mg/dl. The insulin pump's screen had a scratch. The insulin pump and screen were functioning as designed. The insulin pump alarmed no delivery. The alarm was resolved with an infusion set change. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.